Event description:
During a procedure to avoid by-pass surgery, the catheter was inserted inside the artery (left-main) of heart. While withdrawing, the catheter broke at newly design feature - radiopaque marker, leaving pieces in artery. By-pass surgery was required to remove the fragments. However, one fragment could not be found and is still in arterial system. Pt is female; 50 yrs old; satisfactory condition.